Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sometimes loose reservoir and not secure. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump was heard grinding noise during rewind 2 to 3 times as well as random and unexplained no delivery alarms and failed battery test. Customer stated that the resolved by changing entire site or did try to re deliver insulin and one time battery died without warning. Troubleshooting was declined. The device will not be returned for analysis.